Manufacturer narrative:
The device is not available for investigation. Without the returned device a probable cause is unable to be determined. A device history review (DHR) could not be completed due to the unknown lot number. If additional information is received, supplemental reports will be submitted.

Event description:
The event occurred on an unspecified date and involved a plumset that the customer reported when administering taxol, the drug leaked from the filter all over the patient. The customer reported they have used these sets for years without a problem and now they have had the sets leak in about a months period of time. There was exposure to the nurse and exposure to the patient as the drug spilled onto the patient¿s skin. There was patient involvement, however, no report of adverse event and no report of a delay in therapy. This report captures the fourth of 4 events.